Event description:
It was reported that the patients lead had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. All explanted device components will not be returned as they were kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7076921.